Event description:
Related manufacturer reference number: 2017865-2021-37390. It was reported that the implantable cardioverter defibrillator had migrated. It was noted that the device had ¿fallen¿ and was below the left breast. During the scheduled procedure, it was observed that the right ventricular lead had a minor insulation breach. The device was explanted, and the physician elected to put some medical adhesive over the abrasion. The patient was in recovering condition post procedure.